Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the limited information provided, the root cause of the traumatic dislocation cannot be determined; however, the lateralized stem, probable gross instability, and dislocation were contributing factors to the (3rd) right tha revision. The patient impact beyond the probable pain and revision procedure itself cannot be concluded. No further medical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported a revision surgery due to multiple dislocations following primary hip arthroplasty. Surgeon found r3 cup stable and well fixed.